Event description:
Caller reported that their tandem mobi pump would not turn on, but the lights flashed red when placed on the charging pad. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to use multiple daily injections (mdi) as backup therapy, and a replacement pump was sent.